Event description:
It was reported that the patient presented to the clinic complaining of experiencing diaphragmatic stimulation. The lead was capped and replaced on (B)(4) 2015.

Manufacturer narrative:
(B)(4).